Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra resilia valve, there was difficulty crossing the native valve with the 26 mm commander delivery system and valve due to tortuosity and calcium burden. The patient was noted to have tortuosity in the iliac arteries and descending thoracic aorta. The 14fr esheath+ had been successfully placed in the patient. After several techniques were used, an additional one cc was added to the commander delivery system balloon and the commander delivery system and valve was able to cross the native valve. The pusher was withdrawn and valve deployment began. During valve deployment, it appeared that the valve was offset from the delivery system balloon 3-4 mm ventricularly. As the delivery system balloon was being inflated, the valve appeared to be more aortic than intended and as a result, the commander delivery system was pushed forward. As it was being pushed, the balloon disengaged from the semi-deployed valve to the point where only the shoulders of the delivery system balloon were in contact with the ventricular portion of the valve. At this point, the delivery system balloon ruptured. The delivery system balloon was able to be withdrawn from the 14fr esheath+ without any issues. The partially deployed valve was brought back to the level of the abdominal aorta below the renal arteries and it was successfully deployed in the abdominal aorta. The patient appeared to be in stable condition post tavr procedure. It was believed that the event was due to patient tortuosity it was indicated that for any future tavr procedures, it would be performed via a carotid approach. Subsequently, post tavr procedure, the patient was observed with increasing native valve aortic regurgitation. As a result, the patient was taken to the operating room (or) for treatment. The patient then coded and passed away. Additional information was received via medical records revealing the patient had been admitted to the hospital after a series of falls. During the hospitalization, the patient was found to have severe aortic stenosis and was evaluated for a tavr implant. Subsequently, the patient underwent the tavr procedure with a 26 mm sapien 3 ultra resilia valve which was unsuccessful due to the rupture of the delivery system balloon on deployment. Post procedure, the patient experienced moderate aortic insufficiency (ai) and was taken to the operating room (or) for emergent surgical valve replacement via sternotomy. Upon arrival to the unit post surgical valve replacement, the patient was extremely hypotensive and found to be without a pulse. Cardiopulmonary resuscitation (CPR) was performed, the pacemaker was turned off and the patient was found to be in ventricular fibrillation. A decision was made to open the patient's chest to look for bleeding, but no source of bleeding was identified. Return of spontaneous circulation was not observed and resuscitative efforts were stopped. The exact cause of death was not provided.

Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information based on the investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (provide narrative/data). The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation as it was discarded. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. There was imagery provided for evaluation. A review of the imagery revealed there was tortuosity in the descending thoracic aorta. There was also calcification in the landing zone. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, difficulty or inability in tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus/bioprosthesis has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors, poor guidewire management, damaged guidewire, and/or excessive manipulation of the flex wheel. In this case, the difficulty encountered crossing the native annulus was unable to be confirmed. The available information suggests that patient factors (tortuosity and calcification) likely contributed to the event as it was reported that "there was difficulty crossing the native valve with the 26 mm commander delivery system and valve due to tortuosity and calcium burden. The patient was noted to have tortuosity in the iliac arteries and descending thoracic aorta. It was believed that the event was due to the tortuosity, and it was indicated that for any future transcatheter aortic valve replacement (tavr) procedures, it would be performed via a carotid approach." Subsequently, "additional information was provided revealing the patient had severe tortuosity and moderate calcification." Additionally, per review of the provided imagery, tortuosity was present in the descending thoracic aorta. Patient factors (i.e. Calcification and tortuosity) may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during tracking/crossing. In regard to the valve not being between the alignment markers and deployed that resulted in the valve being only semi-deployed and having to then be deployed in the abdominal aorta due to the commander delivery system balloon burst, this event was also unable to be confirmed. A review of the device history records (DHR) did not provide any indication that a manufacturing non-conformance would have contributed to the event. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, "during valve deployment, it appeared that the valve was offset from the delivery system balloon 3-4 mm ventricularly. As the delivery system balloon was being inflated, the valve appeared to be more aortic than intended and as a result, the commander delivery system was pushed forward. As it was being pushed, the balloon disengaged from the semi-deployed valve to the point where only the shoulders of the delivery system balloon were in contact with the ventricular portion of the valve." Additionally, it was reported that "the valve was slightly more aortic than the highest alignment marker." Per the IFU and training manual, the instructions state to check to ensure the transcatheter heart valve (thv) is exactly between the valve alignment markers prior to deployment. In this case, the available information suggests that not having the thv centered between the alignment markers prior to valve deployment may have contributed to the event. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. In this case, the commander delivery system balloon burst that contributed to the semi-deployed valve having to be deployed in the abdominal aorta was also unable to be confirmed. The available information suggests that patient factors (calcification) likely contributed to the event as calcification was observed in the landing zone per review of the provided imagery. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via the following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.